Event description:
It was reported that (2) devices were used during a video assisted wedge resection. It was reported by the affiliate that the er320 clips ejected (did not fall in pt). Another instrument was used to complete the case. There was no consequence to the pt.